Manufacturer narrative:
A ge representative evaluated the system and explained to the customer the importance of having a dedicated outlet for the system and to be careful not to trip over it because the outlets are a little loose and can easily cause the system to get a power glitch or lose power. System is working as intended.

Event description:
Customer reported the system shut down during a procedure. No pt injury was reported.